Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device cannula kinked after being placed in the left ventricle. A new impella was placed without further issue or harm to the patient.

Manufacturer narrative:
The investigation for the reported cannula kink issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that evidence of a cannula kink was confirmed. The root cause of the delivery issues was most likely the patient¿s condition. This report is being filed as part of a retrospective review of historical records.